Manufacturer narrative:
Evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted the balloon was deformed, consistent with over inflation of the device. The device was precluded from functional testing due to the condition in which it was received. It was reported that the balloon physically broke and a component disengaged from the device into the surgical cavity. The reported issue was confirmed. The product analysis noted evidence that the device was not used as intended. This issue may occur when excessive force is applied to the frontal area of the balloon already inflated. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic inguinal hernia repair, the balloon burst while the surgeon was removing the balloon form the patient and the balloon fell into the patient's cavity and was retrieved using laparoscopic graspers. The surgeon continued the operation without using a balloon for the dissection. There was no patient injury.